Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical benelux for evaluation. The evaluation confirmed that the unit would not power on with procell batteries installed. After replacing the procell batteries with duracell batteries, the unit powered on and operated as expected. The batteries were replaced to resolve the report. Per the AED plus operator's guide, only duracell coppertop cr123 batteries manufactured in the USA are recommended for use. The device was recertified and returned to the customer. No trend is associated with reports of this type.